Event description:
The customer called in about some error message that she had received on her meter. While troubleshooting, the customer performed control tests and received results of 307 and 223 mg/dl. The normal control range was 116-167 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.